Event description:
It was reported that the motor device had no power. During in-house engineering evaluation, it was determined that the device was leaking a liquid. The device also failed pretest for oil leak assessment. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device was leaking a liquid. The device also failed pretest for oil leak assessment. The assignable root cause was determined to be due to wear from normal use and servicing. UDI: (B)(4).